Event description:
It was reported that the patient underwent a left hip revision approximately 10 years post implantation due to a periprosthetic fracture. No further details or outcomes provided. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: biolox delta ceramic taper liner, size ll / 36 i.d. For use with 58 mm o.d. Size ll shell item: 00877501336, lot: 2794553. 58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners item: 00875705801, lot: 2794553. Biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 item: 00877503603, lot: 2794553. Allen medullary cement plugs 1-24 mm diameter flange/12 mm diameter core store in cool dry place item: 00801102024, lot: 63039064. G2: foreign ¿ australia. H6: suggested component code: mechanical (g04) ¿ stem. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Review of the information in the per by a health care professional identified: femoral stem revision for periprosthetic fracture. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic spiral fracture of the proximal femur, coincident with mid-distal femoral stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.